Event description:
Patient's meter did not power on. Patient did not experience any symptoms of high or low blood sugar. Patient went to the ER and their bg was 105mg/dl on hospital meter, and was given food or beverage. Customer service checked that the batteries were in good condition and that they were correctly installed and meter still did not have any power. Customer service was unable to resolve the issue and sent patient a new meter.